Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink set reportedly triggered an occlusion alarm on the baxter sigma spectrum pump. The event occurred when the clearlink set had to be manipulated into the pump in order for the infusion to start. The device was filled with unspecified chemotherapy solution, pre-primed from the pharmacy department prior to use. The infusion rate was between 250 ml/hr and 50 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.